Event description:
It was reported by the patient that all of the indicator lights on the previously working remote monitor were blinking at once, which is an indication that it was not able to power up. Attempts to reset the monitor by unplugging and replugging in the power cord were unsuccessful. Another electrical outlet was also tried. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.